Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation however x-ray images were submitted which were analysed and their results are " post op films from l4-5 discectomy and placement of interbody graft with fixation using an interspinous process device. Unclear which device was used, but generally spinal fixation is accomplished with pedicle or "cortical" screws. The spinous process device shouldn't be used as a standalone and displacement of the interbody graft is an expected result."

Event description:
It was reported that patient with herniated disc at l4-5 underwent discectomy and additional fixation using an interspinous fixation device.post-op, patient felt acute pain and returned to the hospital. After "tac" scan the surgeon found that the implant was displaced and was compressing the l4-l5 nerve root. Additional surgery was performed to re-position the implant. During the revision surgery a discectomy at l5-s1 was performed and pedicle screws at l4-l5-s1 were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.